Event description:
Fracture noted in catheter by x-ray. Abnormally detected when gamma globulin was infused and leaked out into the interstitium. The catheter was not near the port intentionally during removal by surgeon.